Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 03/20/2019. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been determined for the lot.

Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected discrepant possium result of 2.1 on a (B)(6) female patient with vascular disease and swelling of legs. There was no additional patient information available at the time of this report. Return product is available but customer opted not to return product. (B)(6). There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. It was noted that other tests from 11:05 are also different from the 10:05 test results that appear to be consistent with saline contamination such as sample being taken from a flushed IV line. However, not confirmed at the time of this report. The investigation is underway.